Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation prior to a routine generator replacement procedure revealed noise seen on the right atrial lead, showing as inappropriate automatic mode switch episodes. All sensing, pacing, and impedance values were stable. During the procedure, it was noted that there was some insulation degradation near the proximal pin of the right atrial lead as well. The physician elected to not replace the lead and to adjust the sensitivity and continue to monitor the patient. The patient was in stable condition.